Event description:
The user stated they had erratic results for multiple assays. Of the data provided the results for eight patient samples were discrepant. On (B)(6) 2009, sample 1 from a (B)(6) patient, initial bicarbonate result was 11 mmol per l, repeat result on (B)(6) 2009, was 8 mmol per l. On (B)(6) 2009, sample 2, initial bicarbonate result was 45 mmol per l, repeat results were 67 mmol per l with a data flag and 27 mmol per l. On (B)(6) 2009, sample 3 initial sodium result was 158 mmol per l, repeat results were 123 and 131 mmol per l. On (B)(6) 2009, sample 4 initial bicarbonate result was 35 mmol per l, repeat result was 53 mmol per l with a data flag and 24 mmol per l. On (B)(6) 2009, sample 5 initial bicarbonate result was 40 mmol per l, repeat result was 29 mmol per l. On (B)(6) 2009, sample 6 initial sodium result was 177 mmol per l, repeat result on the c1 module was 132 mmol per l. On (B)(6) 2009, sample 7 initial potassium result was 5.96 mmol per l, repeat result was 4.04 mmol per l. On (B)(6) 2009, sample 8 initial potassium result was 4.38 mmol per l, repeat result on the c2 module was 3.61 mmol per l. It was unknown if any erroneous results were reported or if patients were adversely affected due to the results. The field service representative determined there was a misadjusted cuvette rinse station and adjusted the fluidics. To verify the analyzer operation, he ran calibration, qc and precision testing with no issues.

Manufacturer narrative:
A specific root cause could not be identified. Based upon the information provided, pre-analytical issues are the most likely cause. No adverse events were reported.